Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified over event that the reporter "vaguely" remembers the details. No further information was provided. This was reported to bd representative during their site visit. There was patient involvement but unknown outcome. Although requested, no further information has been provided.